Event description:
It was reported that an ilet user stopped seeing glucose values on the device while using a dexcom g7 continuous glucose monitor (cgm) and support guided the user to toggle the settings and reenter the pairing code to restore communication. User experienced loss of cgm readings on the ilet display and no adverse clinical symptoms were reported. Outcomes included temporary interruption of glucose data display without alerts or alarms and no reported health impact. User support included remote troubleshooting and user education on correct cgm configuration and pairing steps. Investigation of this case revealed that the issue was consistent with configuration or pairing status between the ilet and the dexcom g7 rather than a device malfunction of a specific component. It was concluded, based on previously established findings for similar reports, that user interface configuration and pairing were the most probable causes.